Event description:
In 2003, the pt was implanted with bi-ventricular assist devices (bivad). The dual drive console (ddc) was unplugged from ac power to transfer the pt from the operating room to ICU and the bottom module or the ddc lost power. The perfusionist had an old ups battery from one of their perfusion machines and used it for transporting the pt to ICU without incident. Once the transfer was complete the pt was switched to the back up dual drive console. The pt remains ongoing of bivad support while awaiting a heart transplant.